Event description:
While port a cath was being removed, approximately 1/2 length of catheter broke off in chest. C-arm ordered and remaining portion of catheter was detected. Pt taken to x-ray for removal of retained catheter. Port a cath was inserted in 2001.